Event description:
Cardiac stent implanted. New stents were implanted due to separation.

Event description:
Additional information was received in the form of a copy of the medwatch submitted by the treating facility. (Please refer to uf #3901150000-2005-8001). This information indicates numerous devices are associated with this complaint. However, the co's investigation (the results of which were submitted under the initial medwatch dated 04/2005 and the follow up submitted in 04/2005) revealed that only one of the three devices implanted were involved. As such, this additional information does not after the previous reports.

Event description:
An independent film review associated with this cardiac catheterization and reported adverse event of stent fracture was completed. It found no definitive evidence of stent fracture. The most likely explanation for the radiographic appearance of the stents was that there were stent separations, due to the combination of insufficient overlapping of the stents occurring at flexion points. If more than one cypher stent is needed to cover the lesion and balloon treated area, the instructions for use instructs to adequately overlap stents and also to take into account stent foreshortening. With the information provided, there are lesion and procedural factors contributing to this event.

Event description:
This pt returned to the hosp four months after her index procedure with unstable angina. She initially had three stents placed in her right coronary artery and when she returned the reporter indicated that there was a stent fracture, which we reported. The pt was treated with another stent placed to overlap the area where the stents separated. We received copies of the films for the procedures and had two independent interventional cardiologists review the cases. Their findings were that the stents did not fracture but separated because of inadequate stent overlap at a flexion point and there was no stent fracture. There were conversations with the physician and the findings were communcated to him after investigation was completed. No additional info has been received since our last submission. Final clinical impression: this female pt had a coronary intervention and three cypher stents were placed into her right coronary artery (rca). An 18mm x 2.5mm cypher stent was deployed in the distal rca at 11atmospheres (atm). This was followed by deploying a 23mm x 2.5mm cypher stent at 13 atm just proximal to the first stent but not overlapping and then a 23mm x 2.5mm cypher stent was placed into the proximal to mid rca overlapping the mid rca stent. The safety and effectiveness of stenting such a long diffused segment has not been proven as well as placing more than two stents at the same time. Four months later she returned and was admitted for unstable angina. Upon angiography it appeared that the mid rca stent had fractured. The product was not returned for analysis. Device history review: a review of the coating, crimp and pack documentation for this lot number revealed no complaint related rejects. Device history record for this lot also revealed no complaint related rejects. Device history record for this lot also revealed no complaint related mrrs. This DHR review confirmed that the lot met quality requirements for product acceptance. Conclusion: additional information was requested but not received. With the information available, there are possible lesion, vessel and procedural factors impacting this event.